Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee), a device related thrombus was noted. The patient had stopped taking all medications including oral anticoagulation prior to follow-up. The patient was educated on the importance of oral anticoagulation (oac) regimen. The patient was placed on an oac regimen and imaging will assess the device related thrombus in three months.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee), a device related thrombus was noted. The patient had stopped taking all medications including oral anticoagulation prior to follow-up. The patient was educated on the importance of oral anticoagulation (oac) regimen. The patient was placed on an oac regimen and imaging will assess the device related thrombus in three months. It was further reported that the thrombus covered a large portion of the face of the device. The thrombus looked to be laminar, non-mobile and did not appear to be biased toward the limbus.